Event description:
It was reported that the pump battery would not charge, despite using a tandem charging cable with a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to try a different wall outlet and adapter, but the issue persisted. As a result, technical support decided to replace the pump, instructing the customer on how to put the current pump into storage mode and return it within 10 days. The customer was informed and acknowledged the return process.